Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery fully depleted from 100% overnight and the pump shut off. In addition, the customer received a malfunction alarm. The customer's blood glucose (bg) level was 297-350 (mg/dl) and a manual injection was administered to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.